Event description:
Discordant troponin (rti) results were obtained on pt's samples. The samples were repeated and the correct troponin (rti) results were reported. Pt treatment was not altered or prescribed. There were no reports of adverse health consequence as a result of the discordant troponin (rti) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin (rti) results were due to the sample level sense errors. The cause of the sample level sense errors is due to bubbles in the samples. The instrument is performing within specifications. No further evaluation of the device is required.